Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 237 mg/dl while using the ilet and was guided to change the infusion set, after which the user later reported a glucose of 71 mg/dl and was advised to take sugar to avoid a low. Customer care provided support that included remote troubleshooting focused on infusion set replacement and user guidance. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device alarms and no confirmed device malfunction identified; the event resolved after infusion set change and user education. No clinical symptoms associated with elevated blood glucose followed by a low-normal glucose reading. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.